Manufacturer narrative:
B3. Event date is approximate. Year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant is not doing a good job of helping them with the pain that shoots down his leg for about a couple months. Patient stated the pain level shooting down the leg is back to what it was before the device was implanted. Patient asked if there is anything they can do to keep the implant from draining so fast. Patient stated they charge the ins to 100% yesterday and its down to 60% today and usually its down to 90% instead of 60%. Agent asked patient if they had fall or trauma and patient said no. Patient service asked patient to connect with the controller and controller show implanted neurostimulators 60% and controller 100% charged. Agent reviewed device function / adjusting stimulation / turning therapy on/off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.